Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that after taking several successful grafts, the surgeon could not obtain the last graft, it got stuck. The surgeon applied more mineral oil and changed the blade to try again; however, it remained unsuccessful. An alternate dermatome was the retrieved and an additional unplanned skin graft successfully retrieved. No additional adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that after taking several successful grafts the surgeon used the hand piece to obtain one last graft and the hand piece couldn't obtain a good graft (gets stuck). The surgeon applied more mineral oil and changed the blade to try again and was unsuccessful. The 0.010 inch setting was used since it was as older patient and the graft was taken from inner thigh. The 4 inch width used with a pressure of 125 psi while running since an extension hose was used. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the dermatome an on (B)(6) 2018 revealed that the calibration was within specifications but the thickness lever was very loose. The control bar was in the correct position and the motor speed was within specification. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing as able to be performed to try to replicate the reported event. However, it was noted during the initial inspection that the thickness lever was very loose. The root cause of the reported event could not be specifically determined with the information that was provided. No testing as able to be performed to try to replicate the reported event. However, it was noted during the initial inspection that the thickness lever was very loose. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.